Event description:
It was reported that post-coronary stenting drug eluting treatment procedure, subacute thrombosis occurred. The index procedure indication was due to myocardial infarction. The 100% stenosed, non-calcified, de novo target lesion was located in the moderately tortuous proximal to mid left anterior descending (lad) artery. The lesion was eccentric in shape, 30mm in length and vessel diameter was 3mm. During the index procedure, a taxus liberte paclitaxel-eluting coronary stent 3.00x32m was successfully implanted. No post-dilatation was performed and no pt complications were reported. The pt's discharge medications were aspirin 100mg/day and clopidogrel 75mg/day. Approx six days post-procedure, the pt experienced constipation which was treated with "abstergent". After using the "abstergent", the pt developed diarrhea and became severely dehydrated. At some point, chest pain developed and subacute thrombosis (sat) in the proximal portion of the stent was noted. The pt was administered cilostazol 200mg. The lesion was treated with balloon dilatation using a non-bsc balloon 1.25 x 10mm and non-bsc balloon 2.0 x 15mm. The thrombosis was then aspirated and again dilated with a non-bsc 2.5x15mm balloon. The re-intervention was completed. No further pt complications were reported and the pt status was reported as "good". It was also reported, the physician felt the pt's severe dehydration may have contributed to the stent thrombosis.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.